Manufacturer narrative:
(B)(4). Batch # = m55675. The analysis results showed that one ecr45d reload was received unfired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when assembled in the device, it was difficult to load. A second check was made and the reload has an imperfection, it is broken and separated the plastic from the metallic plate. Unknown how case was completed. There were no adverse consequences for the patient.